Manufacturer narrative:
The 2.6f PICC was returned for evaluation with only approximately 4.5cm of the lumen. Visual inspection of the device revealed no leaks. The device was able to be flushed and aspirated with no signs of leaking. It is possible the reported leak occurred in the portion of the lumen that was not returned.

Event description:
The white lumen of the PICC line is leaking. Microclave was changed but still leaking. IV fusion stopped from that lumen.